Event description:
It was reported that the arctic sun device had black screen issue. Per review of wo on 05nov2025, there was no patient involvement. Per sample evaluation results received via task on 12dec2025, it was reported that there was no flow rate problem was confirmed. Circulation pump needed to be replaced.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed circulation pump. The device was evaluated upon receipt. The device was evaluated upon receipt. There were alarms (arctic sun 5000) 01 patient line open, (arctic sun 5000) 02 low flow, and (arctic sun 5000) 07 empty pads not complete. There were a no flow rate problem and the circulation pump needed to be replaced. The circulation pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had black screen issue. Per review of wo on 05nov2025, there was no patient involvement. Per sample evaluation results received via task on 12dec2025, it was reported that there was no flow rate problem was confirmed. Circulation pump needed to be replaced.